Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been rec'd and is under evaluation. When the device evaluation is complete a f/u report will be submitted.

Event description:
The customer initially reported that during a laparoscopic colon procedure, the insulation boot on the device was torn. The incident device was returned and the insulation was found to be missing. The site has been notified of the issue, but no further information has been made available by the site.